Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/10/2025, the user reported being unable to twist a connector into place on their device. The user attempted a different connector, which was successfully installed. Blood glucose was not affected.